Event description:
As reported, a cook® multi-use holmium laser fiber did not work upon its second use. The procedure was not able to be completed. No unintended section of the device remained inside the patients body. No adverse effects have been reported due to this occurrence. Upon return and initial evaluation of the complaint device on (B)(6) 2022, the tip was fractured.

Manufacturer narrative:
Customer (person) - phone: (B)(6). Device evaluated by mfg = other (81) - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a cook® multi-use holmium laser fiber did not work upon its second use. The procedure was not able to be completed. No unintended section of the device remained inside the patients body. No adverse effects have been reported due to this occurrence. Upon return and initial evaluation of the complaint device on 17feb2022, the tip was fractured. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, instructions for use (IFU) and specifications were conducted during the investigation. A visual inspection of the complaint device was also conducted. Examination of the returned complaint device revealed the laser fiber tip was broken with a jagged tip. There was no charring or discoloration on the blue jacket noted. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the failure mode: "upon removal from package, inspect the product to ensure no damage has occurred." As the customer did not report any issue regarding the laser fiber tip, it is possible the damage to the laser fiber occurred as a result of returning it to cook for investigation. However, based upon the available information, a definitive cause could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.